Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the intermittent bus communication caused by loose or contaminated pyxibus and row/controller board connections. The field service engineer powered down the station, disconnected all cables and components, cleaned the pyxibus cable and connectors, cleared debris, connected everything back, and then powered up. Fse released the drawer in hardware test application testing and reseated the cubies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and showing error message on multiple station bus not detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.